Event description:
Additional information was received/adjudication minutes reviewed indicated the patient experienced a cva after the index procedure and that twenty-three days after the index procedure, an MRI indicated a lesion/stenosis involving the left carotid stent from the distal one-third of the common carotid artery to the proximal left internal carotid artery. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. Twenty-two (22) days after the index procedure, the patient experienced an adverse event reported to be a transient ischemic attack (tia). The onset was step-like and was characterized by aphasia. The duration of the event was less than twenty-four hours and the recovery was full/no deficit. No treatment was performed. The event was reported to be unrelated to the study device/procedure, any cordis product, or to anticoagulation.

Manufacturer narrative:
Addendum: additional information received indicated that the patient expired approximately six months after the index procedure. The event was reported to be unrelated to the study device/procedure and was listed as medical-neoplasm etc. Additional information has been requested. Addendum: additional information received indicated that the cause of death was sepsis secondary to pneumonia, fever, fluctuating blood sugars, confusion, hypoxia, and hypotension. The patient was asymptomatic for the index procedure. The target lesion was the proximal lica. The lesion was reported to be: an 80% stenosis, 15 mm length, 5.0 mm vessel diameter, mildly calcified, moderately tortuous, and eccentric. The lesion was not pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. A precise 8 x 30 stent was successfully implanted at the target lesion. The residual stenosis was 0%. The angioguard device was removed and no debris was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received (B)(4) 2012 agree with the previous diagnosis that the etiology for the patient's death approximately 6 months after the index procedure was unrelated to both the precise stent and the index procedure and was not cardiac or neurological in nature. The cause of death was identified as sepsis. This information does not change the previous determination. The minutes also agree with the previous diagnosis that the patient experienced a tia on (B)(6) 2010 which was not treated and resolved on its own after 3 hours. This information does not change the previous determination. Additional information provided notes that on (B)(6)2010 at 18:00 the patient developed slurred speech. He was alert and oriented times 3 but slow to respond. The vascular resident's note from (B)(6) 2010 (time illegible) reported brief episode of expressive aphasia that was resolved. It further noted a concern for tia. No neurological consult was performed. A MRI of the brain without contrast on (B)(6) 2010 reported multiple punctuate foci or restricted diffusion within the left cerebral hemisphere compatible with tiny infarcts which were embolic in nature. As such, to better reflect the adjudication determination cerebrovascular accident will be added to the file as a reportable event. Additional information also noted that on (B)(6) 2010 an MRI showed a significant stenosis involving the left carotid stent from the distal one-third of the common carotid artery to the proximal left internal carotid artery. As such, to better reflect the adjudication determination arterial restenosis will be added to the file as a reportable event. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the procedure. Twenty-two (22) days after the index procedure, the patient experienced an adverse event reported to be a transient ischemic attack (tia). The onset was step-like and was characterized by aphasia. The duration of the event was less than twenty-four hours and the recovery was full/no deficit. No treatment was performed. The event was reported to be unrelated to the study device/procedure, any cordis product, or to anticoagulation. The patient was asymptomatic for the index procedure. The target lesion was the proximal lica. The lesion was reported to be: an 80% stenosis, 15 mm length, 5.0 mm vessel diameter, mildly calcified, moderately tortuous, and eccentric. The lesion was not pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. A precise 8 x 30 stent was successfully implanted at the target lesion. The residual stenosis was 0%. The angioguard device was removed and no debris was noted. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15174286 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.